Event description:
As per details reported on (B)(4) from fs log # (B)(4). Cryosurgical system "leaking airgass."

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 25-apr-2016 under work order (B)(4) and sold on 18-aug-2016. Manufacturing record review: DHR-195178 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damaged. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. The unit was tested with liquid nitrogen per form-prod 282 and was found acceptable. No further training required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
As per details reported on e-complaint (B)(4) from fs log # 100112 cryosurgical system "leaking airgass."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.